Event description:
On (B)(4) 2013 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter read inaccurately high compared to another device. The complaint was classified based on the conversation the customer care advocate (cca) had with the patient in addition to additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient. The patient reported that on (B)(6) 2013 at 3:45pm she had an "insulin reaction" and "passed out". The patient mentioned she lives in a nursing home and a nurse at the home immediately tested her blood glucose with the subject meter and obtained a reading in the "300's mg/dl". The nurse did not feel the result was correct and then tested the patient with a meter that belongs to the nursing home and obtained a result of "40 mg/dl". The patient confirmed both readings were taken within a few minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of (B)(4). The patient mentioned the nurses at the home attempted to treat her with glucose gel; however, when she did not response they contacted emergency services. The patient stated that ems personnel tested her blood glucose three times with their meter on route to the ER and obtained readings of "150, 55 and 40 mg/dl". The patient stated she was treated with food in the ER and later discharged. During the follow up call, the patient informed the mss that she is on insulin pump therapy. Prior to onset of symptoms, the patient reported that she had last taken a bolus prior to lunch (approximately 11:30am). The patient stated that the bolus dose was based on her blood glucose reading and carbohydrate intake; however, did not recall what her blood glucose registered prior to lunch nor did she recall how many units of insulin she took. At the time of troubleshooting, the cca noted that the patient was using test strips that were within their expiration date and not opened past their discard date. The cca noted that a control solution test performed on the subject meter did not fall within the specified control range printed on the vial of test strips. Replacement products were sent to the patient. Although the patient obtained the alleged inaccurate high reading when she was already in a hypoglycemic state, this complaint is being reported because the lfs device could not be ruled out as a cause or contributor to the event.